Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubies in drawer 2 that kept failing. The customer stated that the user was unable to retrieve medications from the cubie, which caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the cubies on the drawer had repeatedly failed. The field service engineer (fse) found that the main legacy full-height cubie drawer was experiencing random pocket failures. The flat ribbon cable did not pass visual inspection and was replaced. Recovery and reloading of the affected medications were completed, followed by a full inventory. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubies in drawer 2 that kept failing. The customer stated that the user was unable to retrieve medications from the cubie, which caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.